Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the prime anomaly and reservoirs wont click and stop when inserted in the insulin pump. The customer's blood glucose value was unknown. The customer reported insulin pump has rejected new batteries, there are stress fractures all along top of insulin pump including reservoir and battery openings and where belt clip holsters are also insulin pump sometimes squirts insulin when priming and there are scratches on the display screen. The devices will not be returned for analysis.